Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed the 23022 brake test error, confirming the fault occurred in the field. During visual inspection, no issues were found that would be relevant to the reported problem. The unit was then installed onto a golden system where the component had functioned as designed. The unit was also power cycled 15 times; however, no faults or errors were triggered. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed the brake specification test and smoothness test on degree of freedom (dof1). Failure analysis has concluded that the I/o module is the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to move the robot out of the operating room after a procedure due to an instrument drive 1 error. They had attempted multiple power cycles, but the same error had persisted. Troubleshooting had included powering down the system and performing an emergency power off (epo), but the error had continued after powering back on. Remote guidance had been provided to manually lower the boom, which had allowed the cart to be driven out of the room manually while the system remained in an error state. An error code had been observed onscreen, and it had been communicated that error logs were not accessible from the support side. The procedure was completed with no reported injury.